Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Subject: (B)(6). Encompass total ankle study. Delayed wound healing. Subject experience incision dehiscence and slough development. Additional information received on 11 june 2026: the patient underwent a left total ankle wound dehiscence, debridement, and ehl (extensor hallucis longus) tenosynovectomy.